Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the system's interface circuit board was defective and needed to be replaced. Repair costs were not authorized by the customer. No further problems anticipated once repairs are affected. An additional report will be filed if additional information becomes available.

Event description:
It was reported that the system 9800 displayed communications error. There was no adverse pt involvement reported. There was no pt information reported.